Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. During troubleshooting with technical support, the malfunction alarm was cleared, the customer reloaded the cartridge, and insulin was resumed successfully. There was no reported adverse effect to the customer's blood glucose level.